Event description:
A malfunction alarm with code malf 12 was reported, and it was noted that there were no notable events leading up to the issue. There was no adverse impact to the customer's blood glucose level. The customer had not reset the pump for this malfunction within the last 24 hours, so technical support provided pump reset information and assisted in resetting the device. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump but to call back if the issue reappeared, which the customer acknowledged and understood.